Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced multiple high blood glucose. They woke up to a blood glucose of 216 mg/dl. At breakfast, they took 7 units of insulin from the insulin pump. The customer¿s blood glucose at 12:26 pm was 505 mg/dl. At 12:32 their blood glucose went down to 469 mg/dl. They contacted their health care professional. They treated the high blood glucose with manual injection. By 2 pm, their blood glucose was down to 420 mg/dl. They were able to bring it down to 97 mg/dl. The customer stated their symptom related to their high blood glucose was a blurred vision. Troubleshooting was performed on the insulin pump and insulin exited without incident. The settings on the insulin pump were correct. The device passed the basic occlusion test. The device will not be returned for analysis.